Event description:
It was reported that the guidewire could not be removed from the left ventricular lead, during an implant procedure. A new lead was used to resolve the event and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received a complete lead was received in one piece with the guidewire stuck inside the lead. Visual and x-ray examination found the distal end of the guidewire bent stuck and unable to be removed from the lead; the damage is consistent with the attempted implant procedure. Electrical and mechanical testing found all measurements within specification. The reported event of guidewire was unable to withdraw was confirmed and the cause of the reported event was isolated to the damaged guidewire, consistent with procedure.